Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that directly following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) and angiogram were performed which revealed moderate paravalvular leak (pvl) from the direction of the non-coronary cusp (ncc). A post implant balloon aortic valvuloplasty (bav) was performed. As the balloon was passed through the valve, complete atrio-ventricular (av) block was reported. The patient became dependent on pacing. One day following the valve implant procedure, cardiac resynchronization therapy ¿ defibrillator (crt-d) implantation was performed. It was reported that the patient also had low cardiac function. No additional adverse patient effects were reported.